Event description:
Two needles bent during a liver biopsy test on 7/25/00. Physician felt resistance, retracted needle and it was bent. He used second needle and had same experience. He then used another and was able to obtain biopsy. Incident prolonged procedure and resulted in three biopsy attempts. Pt had no adverse effects as a result of the incident.